Event description:
It was reported that after 12 years of service life, the lead was explanted because the insulation thinned, with discolouration of the electrode. No patient complications have been reported as a result of this event.